Event description:
This lead was implanted on an unknown date and still remains implanted at this time. It was noted on (B)(6) 2016 that the lead's impedance measurements have suddenly and briefly increased to 1100 ohms. The lead also exhibited now onset noise. The physician was dr. (B)(6 )in australia. No other information avialable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).